Event description:
Info received from an affiliate indicated that a balloon burst during post dilation of an endovascular abdominal aortic aneurysm stent graft. The lesion was described as mildly calcified and tortuous. A cook zenith stent was placed in the area of the aneurysm and a maxi-ld balloon catheter was advanced to the lesion for post-dilation. The balloon was inflated and burst below rate burst pressure at 2 atms. The balloon was removed and the procedure was successfully completed with another product. There was no report of injury to the pt.

Manufacturer narrative:
A review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint, including burst test values. Balloon burst is a known potential occurrence associated with angioplasty. There are certain aaa stents that have tines at the distal end to maintain flow to the renal arteries and stabilize the stent in the aorta. These tines do exist on the cook zenith stent. With the limited amount of info available it is not possible to determine an exact cause for the event, but there may be product interface that might have contributed to the reported event.